Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding with blood clots") in a (B)(6) female patient who had essure (batch no. 627311, 627290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced weight decreased ("weight loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2010, the patient experienced visual impairment ("vision/eye problems"). In 2016, the patient experienced hormone level abnormal ("hormonal changes"). In 2017, the patient experienced hypotension ("low blood pressure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain") and investigation noncompliance ("she did not undergo essure confirmation test"). The patient was treated with surgery (hysterectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, weight decreased, vaginal haemorrhage, menorrhagia, hypotension, visual impairment, hormone level abnormal and investigation noncompliance outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, hormone level abnormal, hypotension, investigation noncompliance, menorrhagia, pelvic pain, vaginal haemorrhage, visual impairment and weight decreased to be related to essure. The reporter commented: she takes pain medication for the severe pain. She has been advised by physicians that her only option for attempted relief from these symptoms is a hysterectomy. She expects to undergo removal surgery to attempt to seek relief from her severe essure related symptoms. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received: reporters details added. Event added as she did not undergo essure confirmation test, hormonal changes, abnormal bleeding (vaginal, menorrhagia), low blood pressure, vision/eye problems, weight loss. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding with blood clots") in a 35-year-old female patient who had essure (batch no. 627311, 627290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced weight decreased ("weight loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2010, the patient experienced visual impairment ("vision/eye problems"). In 2016, the patient experienced hormone level abnormal ("hormonal changes"). In 2017, the patient experienced hypotension ("low blood pressure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, weight decreased, vaginal haemorrhage, menorrhagia, hypotension, visual impairment and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, hormone level abnormal, hypotension, menorrhagia, pelvic pain, vaginal haemorrhage, visual impairment and weight decreased to be related to essure. Lot number: 627290, manufacture date: 2008/05, expiration date: 2010/05. Lot number: 627311, manufacture date: 2008/05, expiration date: 2010/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.